Event description:
It was reported that a patient presented with bradycardia. Device interrogation revealed the implantable cardioverter defibrillator (ICD) was failing to capture. Programming changes were performed to resolve the issue. The patient is deceased, the death was not related to the products.

Manufacturer narrative:
Correction: h6 - report is to update clinical code, should have been arrhythmia and not bradycardia.